Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sheath was analyzed and was returned with a dislodged distal coextrusion. No material appears to be missing. The coextrusion can become dislodged if the bonding process done in manufacturing is not done properly at the supplier. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument sheath was not fastening and seemed to be loose. The customer removed it and found that the inner part was torn. There was no report of fragment(s) falling inside the patient. The procedure was completed with another product.